Event description:
It was reported that after the patient was transferred, the balloon on the iab ruptured. The iab had been in use for five days, prior to the rupture. The iab was removed and there were no patient complications.